Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy of cecum with terminal ileum procedure, for the third firing for functional end-to end anastomosis at ileocecal resection, the surgeon fully fired the device and tried to remove the cartridge from the device, however could not. The staples of the distal were not b-formed. The surgeon sutured the tissue manually. The 4th firing was successful and the handle was discarded by the customer at the hospital. The status of the patient is no problem.